Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. No lot or batch number was provided therefore a device history could not be done. Additional information was requested and the following was obtained: how was he device removed from the tissue: the clip came off the blood vessel when the jaws were carefully pulled out. The clip seemed not to be fully closed; after the device was removed, was thre any tissue damage: no; if yes: what was the tissue damage: na; how was the tissue repaired: na;

Event description:
It was reported that during an unknown procedure, the jaws did not open after firing. Another device was used to complete the case. There were no adverse consequences to the patient.